Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for peritoneal dialysis (pd). The patient was hospitalized for the peritonitis on the same day. Therapies were discontinued, however the treatment was not reported. Twelve days later the patient was discharged from the hospital and the patient has recovered. This is report 1 of 6 for this event.

Manufacturer narrative:
(B)(4). . This is the same patient as (B)(4). This report of peritonitis was received with no alleged device malfunction nor use error. Therefore, a sample was not requested and the problem was not confirmed. The cause could not be determined. Should relevant additional information become available, a follow-up report will be submitted. A batch review was conducted for potentially associated lot numbers 12g18h25 and no exceptions were observed that were related to the reported condition.